Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recz3057 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that fluids leaked when catheter was being maintained. No other information was provided.